Event description:
It was reported that a physician performed a novasure endometrial ablation on a patient with a patulous cervix. Approximately, twenty-five seconds into the ablation cycle, the vacuum alarm illuminated and the physician decided to abort the procedure. A post ablation hysteroscopy revealed "some areas of ablated tissue, but other areas were untreated". The physician proceeded to perform a "laparoscopy for [a] tubal ligation and areas of thermal blanching were noted on [the] surface of uterus consistent with the position of the [disposable device electrode array tips]". The physician performed "diathermy on the areas of blanching". The patient was admitted into the hospital overnight for observation. The patient received antibiotics (kelfex) and was discharged home the following day on (B)(6) 2013. On (B)(6) 2013, it was reported by the patient that she had no adverse effects.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. There were no abnormalities noted and the device was released meeting specification. No relationship can be established between DHR review and current complaint. (B)(4).